Event description:
It was reported that a 58-year-old caucasian female patient underwent primary breast augmentation with a 160cc mentor memorygel xtra breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively; diagnosed in the office after consultation with the physician. It was also reported that patient experienced bilateral skin reaction as well. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, and skin reaction. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 28, 2022, mentor became aware that day of event was (B)(6) 2022. Field b3 for date of event has been updated to 6/21/2022 on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 1, 2023, mentor became aware that patient received catalog number smpx115 on both sides on november 28, 2022. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2022, the mentor failure analysis lab received the device for evaluation. On december 14, 2022, device evaluation was completed.device evaluation summary:mentor conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth mod + prof xtra 160cc breast implant.mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.this supplemental medwatch report is for the patient¿s right-sided device.manufacturer¿s reference number:(B)(4).